Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a "retail" on 7/20/1999. She sought medical treatment on 8/12/1999 for inflammation at this site and was prescribed antibiotics. Follow-up visits included incision and drainage of the ear and antibiotic therapy was continued.